Event description:
It was reported that the right atrial leadless pacemaker (alp) dislodged and embolized to the hepatic vein during an initial implant procedure on (B)(6) 2026. The physician elected not to implant the alp due to the patient complex atrial anatomy. The patient was stable throughout the procedure.